Event description:
It was reported a 22mm amplatzer septal occluder was chosen for procedure (B)(6) 2022. During procedure, during an attempt to deploy the device, on imaging the device presented in a cobra shaped deformation. The device was removed and exchanged with a new 22mm amplatzer septal occluder. The device was placed, and the procedure was completed successfully with no consequences to the patient. The patient remained stable throughout the procedure and has been discharged. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined.